Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h3, h6, and h10. D02 - original equipment manufacturer (OEM), vander-bend, found the battery box module to be defective due to electronic component failures in both batteries and the gas gauge board (ggb). This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psc battery box module involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated that the battery was non-functional. The battery was installed into pca test system and failed at start up with error 802 and failed the bbm test fixture. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start (post-port placement) of a da vinci-assisted thyroidectomy surgical procedure, the system generated error 86. The customer rebooted the system and error 17 occurred at startup. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system with the system¿s circuit breakers twice without change. The procedure was converted to a traditional laparoscopic approach with no reported patient harm or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed during field evaluation and review of the system logs. To resolve the issue, the fse replaced the patient side cart (psc) battery box module. The battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient.